Event description:
Customer complaint - limited data available customer's child received blisters from the heating pad after relying on the shut off feature.

Event description:
Customer complaint - limited data available . "I purchased the mighty bliss electric heating pad for my son because it cuts off automatically. It didnt cut off and he has blisters. The pad is less than 6 months old. I would like a refund.